Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred while attempting to charge the pump. There was no reported impact to the customer's blood glucose level. After charging the pump for one hour, the malfunction alarm was cleared and insulin delivery was able to be resumed.